Manufacturer narrative:
Corrected data section h6 - the complaint was reviewed internally on june 20th. A decision was made to add an additional code for hospitalization. The hospitalization is not new information and had been reported in the last submission on june 14, 2023. Section h6 -health effect - impact code: 4607 - hospitalization or prolonged hospitalization. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d6b - explant date: (B)(6), 2023 section b5 - we learned through follow up that the lens was explanted on (B)(6) 2023 during which a scleral fixed intraocular lens (iol) was implanted as the replacement lens. The patient was in hospital from april 18th - 21st. The patient is being monitored. No further complications were reported. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the first post-operative visit, the intraocular lens (iol) was found to be in the vitreous body. An unplanned vitrectomy was required. We learned through follow up that the patient had a capsule tear. No further information was provided.